Manufacturer narrative:
The lead was surgically abandoned. Additionally information was received in (B)(4) 2011 stating the lead was explanted during a recent procedure. The lead was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific (bsc) crm received information that this left ventricular lead was exhibiting no capture or sensing and impedance measurements greater than 2000 ohms. It was revealed that the lead was fractured due to clavicular crush. A revision procedure was performed and the lead was removed from service and successfully replaced.